Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 545 mcg/day) and bupivacaine (10 mg/ml at 5.45 mg/day) via an implantable pump for spinal cord injury and disease/intractable spasticity indications for use. It was reported that the patient was taken to the operation room (or) for routine pump replacement with possible catheter revision. He was placed in a left lateral decubitus position. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and proximal pump segment. The pump was removed from the pocket, at which time the physician again attempted to aspirate from the catheter access port. He then proceeded to attempt to flush the catheter with some preservative free normal saline but met resistance while attempting to push the flush through. Next, he decided to splice the catheter 1 cm distal of the collet. After doing so, the catheter began to drip freely. At this time, the physician decided to go ahead and replace the proximal pump segment, even though he had positive return of csf, because he felt as though there was some tissue granulation buildup within the connector piece. He was given an 8784-revision kit, of which 43 cm was trimmed. This made the new implanted length 116.1 cm, volume 0.255 ml. The new pump was then attached to the new proximal segment. The physician again aspirated from the catheter access port and again had positive return of csf. He also flushed the catheter with approximately three ml of normal saline. After doing so, he felt confident that the catheter was patent. They then proceeded to irrigate the incisions and close. The revision portion was discarded. There was history of compounded intrathecal medications including baclofen and bupivacaine. A plain film thoracic x-rays completed in october 2023 demonstrated that the intrathecal catheter tip at t12/l1. There were no changes made to the patient¿s intrathecal dosing. Drug was transferred from the old pump to the new pump. They were expecting residual volume was 13.1 ml and actual resid ual volume was 15 ml. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient medical history were chronic neuropathic pain and history of spinal cord injury. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was reportedly found unresponsive today and believed to be in baclofen overdose. The patient was transported to (B)(6) hospital in (B)(6) via emergency medical service (ems). Per order from a physician, the pump was interrogated, and the intrathecal dosing was reduced by 50%, including the simple continuous rate and his patient administered boluses. Per the physician, there had been some concerns regarding volume discrepancies at the time of multiple refills, but they were only between 3¿4 ml each time, which he stated that did not seem significant. The patient¿s refills were managed by pentec health home infusion services. (Date and times of the refills/volume discrepancies was not provided. Additional information was received from a consumer (con)stated that the pump was implanted on friday and saturday, the patient was in a baclofen coma. The hospital cut the baclofen in half and caller wants to know when the medication can be increased. The agent reviewed that is up to the physician managing the patient¿s care and redirected the patient representative (rep) to the physician. The rep asked about finding a different physician. The agent reviewed physician listings, and the rep stated that they will continue to work with current managing physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025 UDI (B)(4); ubd 2020-11-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was reportedly found unresponsive today and believed to be in baclofen overdose. The patient was transported to (B)(6) hospital in (B)(6) (B)(6) via emergency medical service (ems). Per order from a physician, the pump was interrogated, and the intrathecal dosing was reduced by 50%, including the simple continuous rate and his patient administered boluses. Per the physician, there had been some concerns regarding volume discrepancies at the time of multiple refills, but they were only between 3¿4 ml each time, which he stated that did not seem significant. The patient¿s refills were managed by pentec health home infusion services. (Date and times of the refills/volumediscrepancies was not provided. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was discharged home after symptoms resolved. He subsequently reported increased pain. He was seen in the clinic on (B)(6) 2025 by the nurse practitioner for an intrathecal dose increase.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.